Event description:
The customer reported the angulation of the evis lucera elite gastrointestinal videoscope was reduced. The customer did not know how the foreign material adhered to the scope. There was no delay in starting precleaning of the scope, the air/water nozzle was flushed with air/water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the complaint was confirmed and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Also, evaluation found the play of the up/down knob was out of standard value due to wear of the angle wire, the bending tube was deformed, the bending section cover adhesive was discolored, chipped, and cracked, the scope connector was dirty due to water leakage, the scope connector was corroded, the connecting tube was dented, wrinkled, and discolored, the paint on the suction cylinder was peeled, the control unite was discolored, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign material or why the foreign material remained in the device from the obtained information. The root cause of the failure could not be determined. The event can be prevented by following the instructions for use which state: "[inspection of entire endoscope]. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of objective lens surface cleaning function] keep the air/water valve¿s hole covered with your finger. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.